Event description:
It was reported that stent damage occurred. The target lesion was located in a coronary artery. A 38x2.75mm promus premier drug-eluting stent was advanced for treatment. However, it was noted that the stent strut was lifted. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device is a combination product. Device evaluated by manufacturer: a synergy ous mr 2.75 x 38 mm stent delivery system (sds) was returned for analysis. A visual and microscopic examination found damage to distal and proximal stent rows with stent struts flared. The undamaged crimped stent od (outer diameter) was measured and was within maximum crimped stent profile measurement. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube found no issues a visual and tactile examination of the outer and the inner lumen and mid-shaft section found no issues along the shaft polymer extrusion.

Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that stent damage occurred. The target lesion was located in a coronary artery. A 38x2.75mm promus premier drug-eluting stent was advanced for treatment. However, it was noted that the stent strut was lifted. No patient complications were reported and the patient's status was stable.